Event description:
It was reported that cartridge alarm 20 occurred and continued to recur even after attempts to load a new cartridge using proper technique, preventing resumption of insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup therapy while technical support arranged a replacement pump, confirmed shipping details, instructed customer to place pump in storage mode before return, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on receipt of replacement, with customer acknowledging all instructions and agreeing to return pump using provided label.